Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen does not respond. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
Updated the health impact code.